Event description:
It was reported that the patient had his ams700 inflatable penile prosthesis removed due to unspecified malfunction. An ams700 15cm cx cylinder/pump and 100ml conceal reservoir were implanted. Further information was requested but not provided. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had his ams700 inflatable penile prosthesis removed due to unspecified malfunction. An ams700 15cm cx cylinder/pump and 100ml conceal reservoir were implanted. It was further reported that there was fluid loss from the right cylinder. The patient presented with erectile dysfunction two months earlier. The patient's status was normal post surgery.